Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately five days post implant, when they rolled onto their side they feel "a little jolt." Follow up with the physician confirmed the patient was experiencing diaphragmatic stimulation. Reprogramming was completed and the left ventricular (lv) lead is still in use. No further patient complications have been reported as a result of this event.